Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they initially felt stimulation near their vagina, but since (B)(6) 2016, they have only felt stimulation in their rectum. It makes them feel like they need to use the bathroom. It was indicated that their original urinary symptom of leaking had not improved since implant. It was noted that the patient's husband had contacted patient services at some point, and it was suggested to try increasing the amplitude. They increased the amplitude, but it was uncomfortable and made them feel like they had to go to the bathroom more. They lowered the stimulation, which resolved the discomfort. However, the decrease did not resolve the leakage. The patient felt stimulation in the bike seat region and comfortable stimulation in the rectum area after changing from program 1 to 2 and setting the amplitude. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.